Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Chair when placed in a seated position the seat rolls off of the gear rack in the rear.